Manufacturer narrative:
On 9-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed based on the patient¿s symptoms. As a result, the patient underwent removal and replacement with two unspecified mentor saline breast implants on (B)(6) 2021. The patient¿s condition was stable after the revision surgery.

Manufacturer narrative:
On 9-jul-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12-jul-2021, it was found that the report submission due date and g.3. Date received by manufacturer on the initial report were incorrect. On 15-jul-2021, mentor received additional information regarding the suspected medical device. Initially, the lot number and serial numbers of the suspected medical devices were reported as 6942581 and 6942581-041 respectively. However, additional information revealed that the lot number of the suspected medical device is 6962657, and serial number is currently unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4). The correct the report submission due date and g.3. Date received by manufacturer on the initial report are 14-jul-2021 and 14-jun-2021 respectively.